Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they have hypoglycemic unawareness and noticed she could not answer questions property and felt very hungry. She ate and after two hours, her symptoms subsided. At the time of contact, the patient was in stable condition. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.